Event description:
It was reported that a patient presented at follow-up with their implantable cardioverter defibrillator (ICD) "at right side pectoral is clearly protruding and the skin is very taut." A pocket revision was done to move the dislocated device to a "deeper and more caudal position." The device remains in use. The patient is enrolled in the (B)(6) and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).